Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. The inspection on the lcd connector was performed and there was no unlocked connector. The constant tone or audio/beep anomaly was unable to be verified due to keypad anomaly. There was no unexpected black circle on the insulin pump. The device was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported via phone call audio/beep anomaly. Customer's blood glucose level was 263 mg/dl. Troubleshooting for audio/beep anomaly was performed. Customer advised they had a solid circle and received a solid beeping noise. Customer removed the battery for 2.5 hours and when they placed the battery back inside the device the anomaly persisted. Troubleshooting for constant tone was performed. Customer received the constant tone during a bolus attempt when the insulin pump started to go off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.